Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure the clip applicator jammed and the clips were malformed. The surgeon used another device to complete the case. There was no pt consequence.